Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found water ripples in the image due to the deformed and damaged cable, the object was not visible and there were no photos of a faulty image available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head cable was damaged, and the image was abnormal. The issue was found during preparation for an unknown therapeutic procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide information that was inadvertently left out of the initial medwatch report and to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image abnormality occurred due to communication failure caused by cable failure. For cause of cable failure, it is presumed that cable was disconnected due to cable damage. The event can be prevented by following the instructions for use which state: "·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. " olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there were no reports of delay. Additionally, the patient was not under anesthesia.